Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope has dirt that is difficult to remove adheres to the tip. It seems to be the drug (histoacryl) used in the treatment during a therapeutic endoscopic injection sclerotherapy procedure. The procedure was completed using the same set of equipment. During inspection and evaluation, residual fluid or foreign body from forceps channel and channel tube. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, due to deformation on bending tube, angulation skips during angulation in up/down directions, chips and scratches found throughout the device, paint on the suction cylinder is peeled, suction cylinder is shaved, and electrical connector has discoloration due to water leakage. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized and disinfected prior to being sent for repair. Facility was not aware, noted ¿no¿ as to when the foreign matter adhered on the device. ¿ did not provide additional information. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.